Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the pump unexpectedly reset and shutdown. Customer's blood glucose level was 209 mg/dl. Reportedly, the customer obtained alternate insulin therapy. Multiple attempts were made to follow up with the customer. No response from the customer was received.